Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Innerscrew loose after dissembling. Sending you a complaint on for us a common problem. Since these instruments needs to be disassembled after surgery the small pieces either disappear or wear out. Where / when did the event occur? During cleaning process. Was surgery time extended as a direct result of incident? No. What action was taken/required to manage the problem during the procedure? With same like product. Was a patient involved? No.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary the device was reviewed by bioengineering and a report was received stating; the visual inspection concluded that potential excessive force applied to the poly plug, when the instrument was re-assembled following cleaning and sterilization, resulted in the damage to the heli-coil and poly plug. Root cause traced to user. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null. Device history batch null . Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.